Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump became frozen on the lock screen, and the customer was unable to clear it. During troubleshooting with tandem technical support the screen was able to be cleared. Subsequently, it was reported that the touchscreen was delayed in responding to presses once the screen was cleared. Customer had elevated blood glucose levels (327 mg/dl). Customer delivered manual injections to stabilize blood glucose levels. Contact indicated the customer has back up manual injections for continued insulin therapy.